Event description:
Additional information received reported the patient received assistance from her physician and/or manufacturer representative and her concerns were resolved with an appointment date of (B)(6) 2012. Further information received reported that impedances were normal and the device was reprogrammed to get better coverage. There were no other problems.

Event description:
It was reported that the patient experienced a loss of therapeutic effect and needed an adjustment. The patient's stimulator was also reported as "not working right." No further information was provided. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 37092, lot# 263090001, implanted: (B)(6) 2010. Product type: accessory: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010. Product type: extension: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010. Product type: extension. (B)(4).